Event description:
It was reported that during the implant attempt, the physician attempted numerous times to position and secure the atrial lead. Each placement resulted in high thresholds. The lead was not used and a passive fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.